Manufacturer narrative:
Concomitant medical products: unknown head hip impl win gen; item# unknown; lot# unknown. Unknown head adapter hip impl win gen; item# unknown; lot# unknown. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed while a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4) .

Event description:
The patient was implanted on an unknown side and underwent revision surgery due to pain and elevated ion levels.

Manufacturer narrative:
Additional information which was received on (B)(6) 2020. Additionals: d1, d2, d4, g5, h4. Corrections: b4, g4, d10, g7, h10 . Since this case is related to the issues for which zimmer implemented a notification in (B)(6) of 2008, as referenced above in h7 and h9, zimmer gmbh will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and underwent revision surgery due to pain and elevated ion levels.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Review of event description: patient was revised due to elevated metal ions and pain, pseudotumor and joint effusion. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s 'instruction leaflet for endoprothesis. Conclusion: no further investigation required as this issue is known and addressed in of wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on sep 1, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11: medical product. Associated products used: metasul ldh, head, 48, code n, taper 18/20; item#: 01.00181.480; lot#: 2430206. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; item# 01.00185.146; lot# 2436843. The manufacturer received implant and revision operative reports, implant pns for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and underwent revision surgery due to pain, elevated metal ions, pseudotumor and joint effusion.